Event description:
The customer reported system errors and an intermittent loss of the fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The interconnect cable and the hv cable were recently replaced and did not require replacement. The system was tested and found to be working as intended and put back into service.